Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the software. The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt) according to mfg specs. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank graphical user interface (gui) display. There was no reported pt involvement. The date of the event is unk.